Event description:
Fibers are coming off... Leaving some inside as well- vagina [foreign body in reproductive tract]. After removing the tampon, there is more fibers [complication of device removal] cramping uterus-pelvic region [dysmenorrhoea]. Cramps seems to be worse after applying a new one- tampax [condition aggravated] irritate vulva more and vagina vulva and vaginal [vulvovaginal discomfort] (irritate) after the first day after twelve hours in- tampon [device use issue] (tampon) wrapper pulls up and it's not resealable... Fibers coming off of them - tampax [device breakage]. Fibers are coming off. It's leaving some on my body [product residue present]. Case narrative: consumer reported via phone that the tampon fibers are coming off and being left inside her body. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Fibers are coming off leaving some inside as well- vagina [foreign body in reproductive tract]. After removing the tampon, there is more fibers [complication of device removal]. Cramping uterus-pelvic region [dysmenorrhoea]. Cramps seems to be worse after applying a new one- tampax [condition aggravated]. Irritate vulva more and vagina vulva and vaginal [vulvovaginal discomfort]. (Irritate) after the first day after twelve hours in- tampon [device use issue]. Fibers coming off of them - tampax [device breakage]. Fibers are coming off. It's leaving some on my body [product residue present]. Case narrative: consumer reported via phone that the tampon fibers are coming off and being left inside her body. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Fibers are coming off. Leaving some inside as well- vagina [foreign body in reproductive tract]. After removing the tampon, there is more fibers [complication of device removal]. Cramping uterus-pelvic region [dysmenorrhoea] . Cramps seems to be worse after applying a new one- tampax [condition aggravated] . Irritate vulva more and vagina vulva and vaginal [vulvovaginal discomfort] . (Irritate) after the first day after twelve hours in- tampon [device use issue] . Fibers coming off of them - tampax [device breakage] . Fibers are coming off. It's leaving some on my body [product residue present] . Case narrative: consumer reported via phone that the tampon fibers are coming off and being left inside her body. No serious injury was reported.